Event description:
While the physician was performing a thyroidectomy, the harmonic focus did not function properly causing the vessel to bleed. Another cord and disposable was opened to finish the case.